Event description:
Procedure: lower anterior resection. According to the report: the anvil would not tilt for removal of stapler resulting in stapler being removed but additional resection of colon and rectum incorporating old anastamosis. New anastamosis and splenic flexture mobilisation required. There was a risk of an anastomotic leak and a delay in the procedure of one hour. Patient's current condition is stable.

Manufacturer narrative:
Date initial report sent: 9/9/2009.